Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the image processor circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9800 system would display a black screen. No pt injury was reported.